Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump needed "upstream occlusion to be calibrated". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: the date was changed from 9/11/2017 to 9/13/2017 to correctly represent when the device was received by baxter. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was not found out of specification in relation to the reported upstream occlusion issues which were not reproduced while running a loaded set. Upstream occlusion alarms were unable to be verified through a review of the event history log. No cause was determined and not corrections were required. Should additional relevant information become available, a supplemental report will be submitted.